Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly, but the bolus history showed that no boluses had been given since june 25. The customer stated that she did give herself boluses during those days. The status screen also showed that the last infusion set change was on june 25. The customer did not feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.